Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (won't power up) was confirmed. Upon investigation the monitor was unable to fully power on. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor. The patient was issued a replacement monitor.

Event description:
The brother of a (B)(6) male patient contacted zoll customer support to report that the patient's monitor would not power on. The patient was issued a replacement monitor.